Event description:
It was reported that during total thyroidectomy, the nim vital machine could be heard making a lot of noise and there were erratic wavelengths on the screen of the nerve monitoring without any causal relationship to what was being done from the surgical field. The surgeon said she was "not even touching the patient at the time and the machine was still going crazy." The nim vital was showing a lot of artifact/amplitude waves on the screen with no cause (meaning not even touching the patient or stimulating). The nim vital kept saying "lead off detected" on the screen randomly. It appeared to not have good contact with the red electrodes in vocalis 2. The electrodes and vocalis 2 were checked and it was red. All others were green. Also a picture of this will be sent. At the end of the case so not further interfere with progress of the surgery, the red electrodes were switched from the vocalis 2 spot on the pi box and the blue electrodes in the vocalis 1 spot. The "lead off detected" warning appeared to follow the red electrodes b/c it then told me that vocalis 1 was not connected. There was no patient impact. The procedure was completed with the reported product(s) with 10 minutes delay.

Manufacturer narrative:
H3: analysis of the returned device found visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were as follows: 32.2 ohms (blue), 26.5 ohms (blue with white stripe), 24.7 ohms (red), and 47.9 ohms (red with white stripe), all of which are within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.